Event description:
The customer reported that the org unit has intermittent signal loss during use with patient.

Manufacturer narrative:
The customer reported that the unit has intermittent signal loss. The customer stated that they have 2 zm units that will fade in and out on the signal loss. The customer requested an email with instructions on how to resolve the issue so the instructions were sent on an email. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.